Event description:
It was reported that the doctor encountered an issue with the injector of a preloaded intraocular lens (iol). There was a problem with loading and delivery of the lens into the patient's eye. The doctor then proceeded using another iol, a 3-piece, model za9003 lens. The lens haptic broke once it was injected into the patient's eye. The lens was then removed from the eye and the patient was left aphakic. The doctor indicated that the patient will need to have a 3-piece lens for sulcus implantation as a replacement lens. No further information was provided.

Manufacturer narrative:
Age or dob, weight, and ethnicity: unknown/ no information provided. If implanted; give date: not applicable. The iol was removed in the initial surgery. If explanted; give date: not applicable as the iol was removed within the same procedure. Initial reporter last name and street address: unknown/ not provided. Email address: unknown/information not provided. Initial reporter telephone number: (B)(6). Health effect: clinical code: (B)(6): this code was used for the reported incomplete treatment. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: jan 8, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received with a cut to the optic body as well as a detached haptic, which is consistent with a lens that was handled during removal. The lens was cleaned, and haptic damage was observed as well. The complaint issue could be confirmed; however, it may be attributed to handling during removal, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed 2 complaint folders received from this production order. Although the complaint issues reported are related, the issues could not be confirmed as related to manufacturing; therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.